Manufacturer narrative:
Other, other text: d4. UDI is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump continued to alarm downstream occlusion despite there being no obvious obstruction. No patient injury.

Manufacturer narrative:
Other, other text: no product was returned. The investigation determined the most probable cause to be an issue with the downstream occlusion (dso) sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. D3, g1,g2 email is: (B)(4).